Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the driveline sheath was damaged due to ultraviolet light in a previously repaired area. In addition, the driveline connector was damaged. These events were associated with electrical faults, high watt alarms and controller restarts. When inspected by field engineer, the pump was noted to be running on single stator only. A driveline splice repair was performed on (B)(6) 2018 on an inpatient basis. This repair included a pump stop of approximately 90 seconds. This repair resulted in pump start with both stators and resolution of the electrical fault alarms. The pump and driveline remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Visual evidence provided by the site revealed cracking and yellowing on the outer sheath and damage to strain relief region. In additional, visual evidence provided revealed exposed wires in the strain relief region. Log file analysis revealed multiple electrical fault alarms and high watt alarms that were logged on (B)(6) 2018. Five electrical fault alarms were logged due to over current conditions resulting in the pump running on a single stator only. Two high watt alarms followed; the high watt alarms are indicative of the increased power consumption associated with the pump running on a single stator. As a result, the reported events of driveline sheath damage, electrical fault alarms and high watt alarms were confirmed. However, the reported "connector damage" event could not be confirmed from the visual evidence provided. A driveline splice repair was performed to mitigate the conditions reported. Based on the historical review of similar events, the most likely root cause of the driveline sheath damage may be attributed to multiple factors such as design issues and/or exposure to uv light. The most likely root cause of the strain relief damage may be attributed to handling issues or wear over time. Based on the available information, the most likely root cause of the electrical fault alarms can be attributed, but not limited, to the exposed wires on the driveline cable that may result in wires coming into contact with each other and resulting in short circuit. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.